Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5355596. The photo sent showed the straw detached from the holder. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that the bd vacutainer® urine collection straw had the needle exposed. No serious injury or medical intervention was reported. No mucous membrane exposure reported.

Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as k790366. It is corrected to read exempt.